Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation, and the patient experienced a pericardial effusion that required pericardiocentesis. During the case, the patient complained of feeling lightheaded and the physician checked with intracardiac echocardiography (ice) and found a pericardial effusion. The patient was being treated at the time, and pericardiocentesis was being completed. No ablation was done yet when the event happened, but the ablation catheter was already in the body. The patient status was unknown at the time of reporting since the patient was undergoing treatment.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).